Event description:
It was reported that the procedure was cancelled and rescheduled post-sedation. Two 1.50mm rotapros and a rotapro console were selected for use in an atherectomy procedure. The patient was sedated. During setup, the console made a loud noise, and the 1.50mm rotapro would not platform. The device was exchanged for another 1.50mm rotapro, and the same issue occurred. The nitrogen supply was possibly set too high. At one point, the nitrogen was set at 110 psi, but 30 minutes later, it was noted to be at approximately 160 psi. The procedure was aborted and rescheduled. No patient complications were reported. On (B)(6) 2021, the patient returned for rotapro procedure. There were no issues.